Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that at the beginning, a little resistance was encountered. Continued to deliver the stent and when the tip marker reached mca, no stent was seen under dsa. The operator checked the product and found the stent deployed at tail of microcatheter already. Additional information states that resistance was noted during transfer of the stent from the sheath into the microcatheter. The device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. As the device was not returned for analysis and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the as reported event of 'stent difficult/unable to transfer' and 'stent deployed prematurely during use'.

Event description:
It was reported that during an endovascular procedure in a patient with right middle cerebral artery mca m1 stenosis, after balloon dilatation there was little resistance during transfer of the subject stent from the sheath into the microcatheter. When continued to deliver the subject stent and the tip marker reached mca, no stent was seen under dsa, it was found that the subject stent deployed at the tail of the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure in a patient with right middle cerebral artery mca m1 stenosis, after balloon dilatation there was little resistance during transfer of the subject stent from the sheath into the microcatheter. When continued to deliver the subject stent and the tip marker reached mca, no stent was seen under dsa, it was found that the subject stent deployed at the tail of the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.